Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the surgeon received a call from the pt post-operatively, complaining of symptoms.(reflux, heartburn) the surgeon has a follow-up appointment with the pt.